Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The cause of the event is undetermined. Lot number was not provided so device history record review cannot be performed. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6), a male patient had a lapidus bunion repair on his left foot. He was having pain in the surgical site; the surgeon did an x-ray and saw a curlicue metal piece. There was a second surgery on (B)(6) 2017; the metal piece was removed. Two cross screws had originally been implanted; they had fused and were not removed. The piece was sent to pathology and then will be sent to risk management. The current condition of the patient is unknown.